Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connection between transfer set and minicap was not tight. Minicap did not fall off or get disconnected, but the feeling is that the connection is not tight. This was observed during use. The cavity of patient was full at the time difficulties have been observed. No assist device was used to tighten the minicap. Patient does not use any cleaning solutions or disinfectants on transfer set or minicap. The transfer set has been replaced. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
The device evaluation was completed for the reported event of connection issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacturing of this lot; however, the review did reveal similar complaints for this issue with this lot number. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. In addition to that, the device was tested by placing a minicap on the transfer set sample by hand with no issues noted in attempt to duplicate the connection issue. The reported event could not be verified and the device was determined to meet product specification related to the report of the connection issue. Companion samples were also returned and evaluated and were also found to meet all product specifications related to the reported event. Should additional relevant information become available, a supplemental report will be submitted.